Manufacturer narrative:
The customer stated that both patients were under 30 years of age. Calibration and controls were acceptable. Analyzer data indicated potential issues with the mixer, reagent probe, and reagent syringe. The <sigl flag would indicate a hardware issue. For the troponin t assay, the flag may also indicate an interfering factor present in the sample. Samples from the patient were requested for investigation, but were not available. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch field d4 has been updated.

Event description:
The initial reporter stated they received questionable results for samples from two patients tested with elecsys troponin t hs stat on a cobas 6000 e601 module. It is suspected that the patient samples contain an interfering factor against a component of the assay. A sample from the first patient initially resulted in a troponin t value of 28 pg/ml. Subsequent measurements of the patient's sample and new samples collected from the patient all resulted in only a data flag indicating low signal (<sig.l). The customer also mentioned that a second patient's sample resulted in the <sig.l data flag, but no further details were provided.

Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6) samples from the patients were requested for investigation.